Event description:
It was reported that the insulin pump has been having intermittent no delivery alarms. The blood glucose reading was over 400 mg/dl. No significant events leading to the alarm were observed. The customer will change the insusion set. The customer does not want return the set or reservoir for analysis. Advised to call back if the issue reoccurs to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.